Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose was 116 mg/dl. Tandem technical support (cts) instructed customer to disconnect infusion set tubing from cartridge patient line and run fill tubing again. Reportedly, customer was able to observe drops of insulin exit the cartridge patient line. The customer changed all supplies (cartridge and infusion set) and was able to resume insulin delivery.